Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display was dim and denied moisture or corrosion in the pump. Reportedly the patient's blood glucose (bg) was greater 250mg/dl and less than 500mg/dl with no reported symptoms. This complaint is being reported because the reported issue was not resolved with troubleshooting. The alleged bg excursion does not meet animas criteria for a serious adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2015 with the following findings: the pump powered on to a blank display. The pump case was opened for further investigation and the display was found to be cracked/damaged. The damaged display was removed and replaced with a test display which was clear and legible. The returned battery cap was used during the investigation.